Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported that the ventilator touch screen is faulty. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 09 september 2019. Date of this report: 14 november 2019. The customer contacted product support and requested for service repair. The field service engineer (fse) replaced the touch screen to address the reported issue.